Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery alarm. The customer did not trust her insulin pump because she received the no delivery alarm three times in one week. The no delivery alarms were not due to site related issues. The customer was unable to troubleshoot. Customer's blood glucose level was 220 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.